Event description:
It was reported that the customer's transmitter was not working even after changing out the battery. The customer's blood glucose at the time of the call was 82 mg/dl. Troubleshooting was done. Advised to charge the transmitter for 40 minutes. The customer mentioned having high blood glucose levels of 587 mg/dl. The customer stated that she did not receive an alarm alerting her of the high blood glucose. The customer treated herself with insulin pump therapy. The customer stated that she removed the sensor because it was hurting. The customer declined troubleshooting for the high blood glucose and pain at the insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.